Event description:
Event [preferred term] (related symptoms if any separated by commas) fainted [syncope], the blood glucose rose, with blood glucose rising above 40 mmol/l [blood glucose increased], believed only 4u or 5u were actually delivered [device delivery system issue], novopen 4 piston rod was faulty [device issue], drug diversion [drug diversion]. Case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased)" with an unspecified onset date, "fainted(faint)" with an unspecified onset date, "believed only 4u or 5u were actually delivered(inaccurate delivery by device)" with an unspecified onset date, "novopen 4 piston rod was faulty(device component issue)" with an unspecified onset date, "drug diversion(drug diversion)" with an unspecified onset date, and concerned a 67 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , insulin aspart (insulin aspart) (regimen 1: 12 iu, bid (12u each morning and evening), regimen 2: 4u or 5u, regimen 3: 24 iu, bid (24u morning and 3 evening)) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index not reported. Medical history was not provided. On an unknown date patient purchased a novopen 4 on (B)(6) 2026 (the pen was not on hand, batch number not available). The patient began using this novopen 4 around (B)(6) 2026. The customer stated the patient reported exhausting air before subcutaneous injection, but believed only 4u or 5u were actually delivered and suspected the novopen 4 piston rod was faulty. The patient travelled for 10 days; after returning the blood glucose rose and s/he fainted, with blood glucose rising above 40 mmol/l and was hospitalized. The patient was treated in the ICU on (B)(6) 2026, then transferred to a general ward and discharged on (B)(6) 2026. During hospitalization the hospital used an insulin pump and blood glucose stabilized. After discharge the patient used the novopen 4 once more, injecting 24u morning and evening, after which blood glucose rose again (exact values not provided). The patient had prior injection experience and no notable dietary changes. The patient had drug diversion. Batch numbers: novopen 4: unknown insulin aspart: requested. Action taken to novopen 4 was not reported. Action taken to insulin aspart was not reported. The outcome for the event "the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased)" was not recovered. The outcome for the event "fainted(faint)" was recovered. The outcome for the event "believed only 4u or 5u were actually delivered(inaccurate delivery by device)" was not reported. The outcome for the event "novopen 4 piston rod was faulty(device component issue)" was not reported. The outcome for the event "drug diversion(drug diversion)" was not reported. Reporter's causality (novopen 4) - the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased) : unknown . Fainted(faint) : unknown . Believed only 4u or 5u were actually delivered(inaccurate delivery by device) : unknown . Novopen 4 piston rod was faulty(device component issue) : unknown . Drug diversion(drug diversion) : unknown . Company's causality (novopen 4) - the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased) : possible . Fainted(faint) : possible . Believed only 4u or 5u were actually delivered(inaccurate delivery by device) : possible novopen 4 piston rod was faulty(device component issue) : possible . Drug diversion(drug diversion) : possible. Reporter's causality (insulin aspart) - the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased) : unknown. Fainted(faint) : unknown . Believed only 4u or 5u were actually delivered(inaccurate delivery by device) : unknown. Novopen 4 piston rod was faulty(device component issue) : unknown . Drug diversion(drug diversion) : unknown . Company's causality (insulin aspart) - the blood glucose rose, with blood glucose rising above 40 mmol/l(blood glucose increased) : possible . Fainted(faint) : possible . Believed only 4u or 5u were actually delivered(inaccurate delivery by device) : possible . Novopen 4 piston rod was faulty(device component issue) : possible . Drug diversion(drug diversion) : possible.